Event description:
It was reported that the intra-aortic balloon was inserted pre-operation and pt went on to the operating room. A few days post-operation (iab in use approximately 4 days), the nurse noticed blood in the helium tubing. The pt had not been moving. The iab was removed. A new iab not placed since weaning had been planned for the following day. The pt remained in good condition without complications and was subsequently discharged from the hospital.